Manufacturer narrative:
UDI: (B)(4). The reported complaint was confirmed from the evaluation of the returned mayfield base unit. Unit received without the 6in transitional member and adjustment wrench. The shock cushion is worn and is impeding the handle from closing and holding properly. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. Device exceeds its expected life of 7 years (manufactured in 2010).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the handle on the mayfield base unit was sticking. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.